Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for increased gradients and central regurgitation were confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance could have contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that the sapien 3 (s3) thv was implanted in the pulmonic valve for this case. Therefore, it is an off-label operation. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, 'approximately 3 years,11 months post transfemoral tpvr procedure with a 23mm sapien 3 valve in the pulmonic position, the patient presents in the cath lab with a pre cath gradient of 30mmhg gradient'. Due to limited information provided, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As reported, 'upon review of the echo report, the finding was central regurgitation'. Due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years,11 months post transfemoral tpvr procedure with a 23mm sapien 3 valve in the pulmonic position, the patient presents in the cath lab with a pre cath gradient of 30mmhg gradient. Sapien was pre dilated with a 26 atlas balloon and then a new 26mm s3ur was implanted with a post gradient of zero. Patient did well and headed to the recovery room. The failure modes noted were stenosis and regurgitation. Upon review of the echo report, the finding was central regurgitation. Upon follow up, the fcs advised that the patient presented with chest pain and shortness of breath. The fcs sent the most recent echo report, attached to the activities tab. There was mild regurgitation, and the patient has a history of hypothyroidism, obesity, obstructive sleep apnea. Gradient was 15 mmhg with no leaflet issue. Upon review of the medical records received, tte showed lv ef 57.5%, bioprosthetic pulmonic valve in place and is well seated and findings are consistent with normal opening of pulmonic valve. There was no significant paravalvular leak, mild pulmonic valve regurgitation (central), and pv peak/mean gradient 15.3/11.2mmhg. Approximately 2 months later, the tte showed lv ef 60%. No lv thrombus. Pulmonary valve is not well seen. Unable to obtain doppler signals across pulmonary valve. Pa systolic pressure cannot be determined. Poor image quality. Reported that pre catheterization gradient finding of 30mmhg.